Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
At 3am, the customer fell off the bed and was incoherent. Wife said he could not speak nor understand what she was saying. Wife tried to use the aviva meter at the time of the incident, but it was unavailable for use due to no power. She called the emts. Emts arrived in 10 minutes, tested customer's blood glucose at 39 mg/dl on emt meter. Glucose IV was given to customer. Customer was able to eat on his own before the emts left. The emt meter read 111 when they left at 6am. A request was made for the return of the meter and strips, replacement sent.